Event description:
The hospital reported would like to return three additional hst iii system (3.8mm) sterile products identified as having the same lot number as the surgeon is concerned the previously reported issue involving the same lot number will re-occur. Related to: 1037839, 1038892, 1038896, 1038899, 1044286, 1044289.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/21/2024. An investigation was conducted on 06/19/2024. A visual inspection was conducted. The device was returned inside its product packaging. The product packaging was opened to investigate the product. There were no visual defects observed on the device. The seal and tension spring assembly was able to be loaded into the delivery device with no physical or visual difficulties observed. The delivery device was removed from the loading device with no physical or visual difficulties observed, the seal was observed to be in a rolled state inside the delivery device. The blue safety lock was moved to the off position to allow the white plunger to be depressed. The white plunger was depressed and the seal was deployed with no visual or physical difficulties observed. The seal opened and there were no visual defects observed on the intact seal. The seal and tension spring assembly was removed from the delivery device. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. The lot # 3000375240 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.